Event description:
It was reported that, during a robotic laparoscopic hysterectomy, the bipolar fenestrated grasper (bfg) was not able to close its jaws properly. Even when double clicking the instrument drive unit and with the green check on the system, the jaws still do not function properly. The instrument was exchanged to resolve the issue. There was no patient injury. Analysis of the device indicated that the bfg had an issue with the jaws and were found to be defective.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.